Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178146. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 11/18/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to a report received via maude it was regarding concerns sensor accuracy on (B)(6) 2025. The reporter, who uses an insulin pump integrated with a cgm, stated that the cgm readings were ¿wildly inaccurate,¿ showing steep blood glucose rises while his actual blood glucose was dropping. These inaccuracies reportedly led to excessive insulin delivery and resulted in ¿serious hypoglycemic events.¿ the report did not include specific event details, symptoms, or blood glucose/cgm values. No additional information is available, as the reporter declined to provide contact details. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.